Manufacturer narrative:
Attempts to obtain additional info from the pt's physician were unsuccessful. No additional info is available at this time. If additional info becomes available this event will be updated.

Event description:
This event was created from a return call from the pt in response to a device tracking. Mailing. The pt stated that during the implant of his graft the surgeon cut an incorrect vein and this caused him to have hemorrhoids and general pain in his male organ. To date no further adverse pt effects were reported.